Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative examined the unit and was unable to duplicate the event. The unit still under evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that during a preventive maintenance and before clinical use, the iabp generated an electrical test fails code number 58 (power-up vent test failure) soon after it was turned on. No patient was involved.